Event description:
A customer reported that quality control results were outside of qc limits for the level 1 control glu, nbil and chol on the vitros dt60 analyzer. Troubleshooting determined that this event is consistent with a malfunction that may cause false pt results to be reported. There was no report of pt harm as a result of this event.